Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer received the following results on two different active systems within 10 minutes: system 1 (serial number: (B)(4)) result was: 86 mg/dl and system 2 (serial number: unknown) result was: 270 mg/dl. The same vial of strips was used for both results. No adverse event reported. Return of the suspect device was requested for evaluation.